Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump has intermittent power. The patient noted the battery cap was tight and secure and there was no damage or corrosion seen to the pump. The battery and the battery cap were replaced however the issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were power on resets observed in the black box. There was no damage found to the returned battery cap or the battery compartment. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. A battery cap function test was performed; no battery cap connection defects were observed. No alarms related to the complaint are in the alarm history. The height and width was measure on the returned battery cap; both were found to be within the required specifications. There was no evidence of internal moisture or damage to the power circuit or battery flex was found. The power complaint was verified in the history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.